Manufacturer narrative:
Batch review performed on 18 june 2018: lot 132023: (B)(4) items manufactured and released on 10 may 2013. Expiration date: 2018-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved. Reference 02.12.t3i4r tibial tray fixed cemented size t3-i4 r. Lot 170237: (B)(4) items manufactured and released on 09 may 2017. Expiration date: 2018-03-31 no anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.

Event description:
About 10 month after primary the surgeon revised the patient for knee infection. The surgery was completed successfully.